Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, when the surgeon was passing suture with a scorpion suture passer the tip of the scorpion needle ar-13995n lot: 13168838 broke off in the joint space. X-rays confirmed the tip was lodged in bone. The procedure was completed by using a new scorpion needle and tip of the nitinol needle was left in the patient.